Event description:
Procedure: urological. According to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Associated MDR: 1018233-2012-02083.

Manufacturer narrative:
(B)(4).